Manufacturer narrative:
(B)(4). The complaint sample was not returned for evaluation. Review of the device history records and sterilization records indicates the lot met all in-process and finished product specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined.

Event description:
This is the first of two reports on the same patient involving two products. Refer to medwatch 3006186389-2013-00007 for a description of the second report. A consumer reported that she was diagnosed with a corneal ulcer. The consumer stated that she was wearing a pair of dailies visitint aqua comfort plus trial contact lenses that were provided by her eye care professional last year, which she wore for the majority of the day. She stated that her eyes began to feel dry, and at the end of the day she removed them. The following morning, she inserted a new pair of air optix aqua lenses, and around 5:00 pm her eyes began tear, burn, and experience redness. On (B)(6) 2013 additional information was received from the eye care professional, which indicated that the consumer experienced moderate redness, pain and/ or discomfort. A central corneal ulcer, approximately 0.5 mm was identified in her right eye. She was treated with cipro eye drops, prescribed every two hours, for two days. On (B)(6) 2013, the consumer stated that the issue had resolved. Contact lens wear has resumed.